Event description:
The customer reported an issue with the pump battery not charging. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to try different outlets and eventually resolved the issue by using a non-tandem charging cable with a tandem wall adapter. Technical support informed the customer about the risks of using non-tandem supplies and agreed to send a replacement charging cable. The pump began charging, and no further assistance was needed.